Event description:
Additional information received from a consumer reported the patient had found different insurance and had tried to see her doctor, but she had not yet been seen for the stimulator. The patient was still having pain. The patient's pain medication did not cover all her pain. It was noted the patient would work with her primary doctor to find a new physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A caller reported a consumer's device only worked for a brief time after implant and had not worked since two weeks after about (B)(6) 2015. The caller stated a manufacturer representative "kept flying down and trying to help her with the machinery, the machinery got turned back in because it was not working properly." It only worked a couple weeks, and then "it would charge, it would work a day, it didn't work." The caller reported the device was faulty. The consumer was walking around in severe pain because it was pushing on her disc "because she did bump it." It was noted that the consumer had not seen anyone at all for at least two months ((B)(6) 2016). The caller stated the implanting doctor told the consumer to "just let it diffuse totally so that they could go in and either remove it, or one that holds the charge for 7 months or something like that." Additional information received clarified the consumer started having trouble getting the device charged up and keeping it charged a few weeks after implant. They met representatives on multiple occasions to address the recharging issue. The representatives replaced the recharger at least one time because the device would not charge up and also tried adhesive discs. After the consumer got the replacement recharger, the device would charge fully after charging for 2 hours with full bars, but then the implant would deplete within 4 hours. The consumer had fallen and bumped the device a couple of months ago; however, at the time of the fall, the device had not been working for months, it was already dead. Due to insurance coverage issues, the consumer had not seen her pain management doctor; however, she will have new insurance in (B)(6) 2016 at which time she will see the doctor. Indication for use included spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient¿s first implantable neurostimulator (ins) that would not charge was replaced with a non-rechargeable one. There were no further complications reported or anticipated.